Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transurethral resection pectoralis flap, the knots loosen by themselves despite the 3-fold knotting method. The deficiency occurred with every thread thickness and package. Another suture was used to complete the case. There was no patient injury.